Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion of heparin. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The event date was requested but was not provided by the customer. Analysis of the pcu event log shows the last infusion on the suspect pump module was programmed at 5:36 am on 24 august 2018 as a basic infusion to run at 100ml/hr with a vtbi of 950ml. At 5:37 am, the device was paused and then restarted 27 seconds later. At 8:10 am, the user changed the rate to 50ml/hr. At 1:02 pm, the device was paused, and then channeled off at 1:05 pm. At 2:49 pm, the user restored and started the previous infusion at 50ml/hr. At 3:48 pm, the device was paused and then restarted at 4:00 pm. The device alarmed for patient side occlusion and the infusion was restarted. At 4:02 pm, a channel disconnect occurred and the device was removed from the system. At 4:07 pm, the system was shutdown and powered off. The volume recorded as being infused during this period was 548.35ml. Rate accuracy testing was performed and the device was infusing within specification. The root cause of the customer¿s report of an overinfusion was not identified. No devices received, log review only.

Event description:
The customer reported an over infusion of heparin. There is no report of patient harm.